Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus, the evis exera iii gastrointestinal videoscope rotated point was displayed. There was no report of patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the plastic distal end cover had a white foreign material that resembled dried glue, the objective lens had a whitish stain, and the light guide lens had a burnt foreign material. The foreign material was due to insufficient cleaning.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to damage on charge coupled device unit, the image had white dots. In addition to evaluation in b5, the light guide lens had a crack. The control unit had discoloration. The right/left knob had discoloration. The up/down knob had discoloration. The scope cover had discoloration. The grip had discoloration. The switch box had discoloration. The air/water cylinder had discoloration. The suction cylinder had discoloration. The scope connector case unit had a scratch. The cover of the light guide bundle was damaged. Label on scope connector was damaged. Due to a chip on the plastic distal end cover, insulation resistance value at distal end did not meet the standard value. Due to the burn on light guide lens, illumination was uneven. Due to wear of angle wire, the play of up/down knob was out of the standard value. Due to wear of angle wire, bending angle in up direction did not meet the standard value. The plastic distal end cover had a burn. The connecting tube had coating peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.